Manufacturer narrative:
Per tandem¿s t:flex user guide: humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of over 600 mg/dl and it was addressed with a bolus/manual injection. A system check with tandem's technical support indicated that the pump, cartridge, and infusion set functioned as expected. Reportedly, the customer changes the cartridge every 3 days. The customer indicated that the site would be changed.